Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated (B)(6) 2025 in the b.5. Field. No further follow-up is planned. Evaluation summary: a female patient reported that there was a crack on the body of her humapen ergo ii device to the left and right of the dose window. The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch number 1010d04, manufactured october 2010). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical findings with respect to pen housing damage. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. There is evidence of improper use. The patient used the device while visually impaired and based on the date the device was manufactured (october 2010), the device was likely beyond the recommended use life. It is unknown if these misuses are relevant to the event of increased blood glucose.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerned a 65-year-old (at time to the initial report) asian (nationality: han) female patient. Medical history included cataract and surgery. Concomitant medications included acarbose for diabetes mellitus. The patient received insulin lispro protamine suspension 75% insulin lispro 25% (rdna origin) injections (humalog mix 25), from cartridge via a reusable device humapen ergo ii, at doses 18 units in the morning, 2 units at noon and 18 units in the evening (thrice a day) for diabetes mellitus and beginning on an unknown date in 2012. She also took gliclazide, at 1 dosage form daily, for blood glucose increased and beginning on an unknown date prior to 2017. Sometime in 2017, while on the insulin lispro protamine suspension 75% insulin lispro 25% therapy, after injecting the insulin, she took a tablet of gliclazide medication, and the blood glucose went down (values, units and reference ranges were not provided). Sometime in 2017, she also developed high blood glucose and her blood glucose could not be lowered (values, units and reference ranges were not provided). Sometime in 2017 or 2018, she was admitted in the hospital in a nearby health center a small hospital due to high blood glucose. The doctor said that the insulin dosage needed to be adjusted. At the same time, she adjusted the dosage of her insulin as ordered by the doctor to twice a day, 22 in the morning and 18 in the evening. Sometime in 2017, she discovered that her eyes were poor. In the same year, she went to see a doctor and had a cataract. Sometime in 2024, her ears were also not working well. Sometime in (B)(6) 2025, the pen body on the left of the dose window was cracked, it was bent, the inside of the part was whitened, she found that the body on the right of the dose window also cracked (pc no. (B)(4), lot no. 1010d04). On an unknown date, sometimes the injection would be very painful when injecting. Information regarding any further corrective treatment, hospitalization details and laboratory tests done while hospitalization, outcome of the events and status of the gliclazide drug was not provided. The insulin lispro protamine suspension 75% insulin lispro 25% therapy status was continued. The operator of humapen ergo ii was patient and her training status were not provided. The general humapen ergo ii was not provided and suspect humapen ergo ii start duration was sometime in 2012. The action taken with suspect humapen ergo ii device was not provided and its return was expected. The initial reporting consumer did not know the relatedness assessment of the events with insulin lispro protamine suspension 75% insulin lispro 25% and gliclazide drugs, while did not provide any relatedness assessment of the events with the humapen ergo ii device. Update 3-mar-2025: initially this case was considered to be non-serious. Additional information received from initial reporter on (B)(6) 2025. This case was upgraded to serious due to addition of a serious event of blood glucose increased (criteria of hospitalization). Added three new non-serious events of hearing impaired, blood glucose decreased and pain during injection, laboratory values of blood glucose, lot number to the dosage regimens and a co-suspect drug gliclazide. Updated the concomitant device ergo ii to suspect device, filled EU/ca fields, its corresponding fields, onset date to event cataract, device causality, medical history of cataract was updated to medical condition, line listing and narrative was written with new information. Pc was also re-processed accordingly. Edit 5-mar-2025: upon review of information the therapy start date of gliclazide was updated in the narrative. No other changes were made to the case. Edit 14mar2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Edit 7-apr-2025: upon review a concomitant device was added to the case in order to process a duplicate pc. No other changes were made to the case. Update 07apr2025: additional information received on 01apr2025 from the global product complaint database. Entered device specific safety summary (dsss) investigation outcome. Updated the medwatch fields/ european and canadian (EU/ca) device fields to include codes required for expedited reporting, improper use and storage from no to yes, reiterated malfunction as unknown, and device return status to not returned to manufacturer. Added date of manufacturer as oct-2010. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed, as necessary.

Event description:
Lilly case ID: (B)(6). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerned a 65-year-old (at time to the initial report) asian (nationality: han) female patient. Medical history included cataract and surgery. Concomitant medications included acarbose for diabetes mellitus. The patient received insulin lispro protamine suspension 75% insulin lispro 25% (rdna origin) injections (humalog mix 25), from cartridge via a reusable device humapen ergo ii, at doses 18 units in the morning, 2 units at noon and 18 units in the evening (thrice a day) for diabetes mellitus and beginning on an unknown date in 2012. She also took gliclazide, at 1 dosage form daily, for blood glucose increased and beginning on an unknown date prior to 2017. Sometime in 2017, while on the insulin lispro protamine suspension 75% insulin lispro 25% therapy, after injecting the insulin, she took a tablet of gliclazide medication, and the blood glucose went down (values, units and reference ranges were not provided). Sometime in 2017, she also developed high blood glucose and her blood glucose could not be lowered (values, units and reference ranges were not provided). Sometime in 2017 or 2018, she was admitted in the hospital in a nearby health center a small hospital due to high blood glucose. The doctor said that the insulin dosage needed to be adjusted. At the same time, she adjusted the dosage of her insulin as ordered by the doctor to twice a day, 22 in the morning and 18 in the evening. Sometime in 2017, she discovered that her eyes were poor. In the same year, she went to see a doctor and had a cataract. Sometime in 2024, her ears were also not working well. Sometime in (B)(6)2025, the pen body on the left of the dose window was cracked, it was bent, the inside of the part was whitened, she found that the body on the right of the dose window also cracked (pc no. (B)(4), lot no. 1010d04). On an unknown date, sometimes the injection would be very painful when injecting. Information regarding any further corrective treatment, hospitalization details and laboratory tests done while hospitalization, outcome of the events and status of the gliclazide drug was not provided. The insulin lispro protamine suspension 75% insulin lispro 25% therapy status was continued. The operator of humapen ergo ii was patient and her training status were not provided. The general humapen ergo ii was not provided and suspect humapen ergo ii start duration was sometime in 2012. The action taken with suspect humapen ergo ii device was not provided and its return was expected. The initial reporting consumer did not know the relatedness assessment of the events with insulin lispro protamine suspension 75% insulin lispro 25% and gliclazide drugs, while did not provide any relatedness assessment of the events with the humapen ergo ii device. Update 3-mar-2025: initially this case was considered to be non-serious. Additional information received from initial reporter on 26-feb-2025. This case was upgraded to serious due to addition of a serious event of blood glucose increased (criteria of hospitalization). Added three new non-serious events of hearing impaired, blood glucose decreased and pain during injection, laboratory values of blood glucose, lot number to the dosage regimens and a co-suspect drug gliclazide. Updated the concomitant device ergo ii to suspect device, filled EU/ca fields, its corresponding fields, onset date to event cataract, device causality, medical history of cataract was updated to medical condition, line listing and narrative was written with new information. Pc was also re-processed accordingly. Edit 5-mar-2025: upon review of information the therapy start date of gliclazide was updated in the narrative. No other changes were made to the case. Edit 14mar2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting.